Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacture reference number: 2017865-2022-38801, related manufacture reference number: 2017865-2022-38803. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the patient's right ventricular and atrial lead exhibited high capture thresholds due to dislodgement from twiddler's syndrome. During repositioning procedure, it was noted that pacing system appeared infected. The pacing system was explanted and a temporary pacer was placed on (B)(6) 2022. The patient was in stable condition.